Manufacturer narrative:
H3, h6: the ri bone pin, part rob10011 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. While all products meet required manufacturing specifications prior to release, a serial number is required to complete a manufacturing DHR review. A complaint history review for similar reported/confirmed complaints has identified no prior events. Although the reported problem was not confirmed, a contributing factor may be component damage. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori tka procedure, there was a bent bone pin 4.0 mm 152 mm. There was a delay of fewer than 30 minutes. No other complications were reported.